Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, moderately tortuous, 90% stenosed, de novo, proximal circumflex artery the 2.50 x 12 mm nc trek balloon dilatation catheter (bdc) was positioned and during the first inflation attempt at 8 atmosphere (atm) for 5 seconds the balloon ruptured. The device was removed from the anatomy without issue and a non-abbott bdc and non-abbott drug eluting stent (des) were used to complete the procedure without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.